Event description:
It was reported that on an unknown date, during a routine incoming inspection of the loaner set at (B)(6) site, it was observed that the depth gauge was missing a component. There was no patient involvement. This complaint involves one (1) device.

Manufacturer narrative:
The reported condition of the complaint device (depth gauge f/scr ø2+2.4 meas-range up-t) is confirmed. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 319.006 synthes lot # 7827541 supplier lot # n/a release to warehouse date: 23 oct 2014. Manufacturing location: (B)(4) no ncr's were generated during production. Device history batch null device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.